Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: six samples were received in a plastic ziploc bag. They all have been used. They have blood. They plunger rod is assembled to the rubber stopper. The posiflush product is designed to flush the IV lines, one single use, not to drawing blood. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 6th complaint for the lot# 8348869 for the same defect or symptom. Previous complaints (B)(4). There was no documentation of issues for the complaint of batch 8348869 during the production run. Root cause description: root cause off label use.

Event description:
It was reported that plunger separation occurred during use with a syr 10 ml fil saline short length plunger rod. The following information was provided by the initial reporter. "We have encountered 7 events with the bd posiflush prefilled saline flush where the plunger comes apart and all events had the same lot number." "7 occurrences were reported."